Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external/exterior visual inspection was performed and passed. Test transmitter voltage was performed and failed due to 0vdc. A review of the share log was performed and signal loss was not found within the investigation window. The allegation was undetermined. The probable cause could not be determined. The reported event of signal loss over one hour is reportable because the transmitter is 0 volts and no data in the cloud. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.